Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. No hardware parts were replaced and the system performed as intended. The field representative (rep) was not able to duplicate the issue. The staff stated that the imaging system did not shut down, instead they shut it down and rebooted 3 times. The rep verified pendant button functionality within the ias app which passed. The rep reinstalled firmware on the pendant as a precautionary measure. The rep completed several 2d/3d spins ¿ all successful and good quality. Gain calibrations were completed. The rep verified power supply 1 voltage which was at 5.16 volts of direct current. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the field representative (rep) had issues with the system remaining on while setting up to get ready for a case. The rep noted that the system shut off 3 times, but did not specify whether it was the mobile view station (mvs), image acquisition system (ias), or both. The rep then noted that they took a test image and it appeared gray on the mvs screen. While testing the system, the rep also noted that the pendant controls were activating without being pressed. The kvp values kept increasing and decreasing and the pendant would switch into 2d mode without a user input. The rep rebooted the system and it appeared to resolve the issues. No patient present.